Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: (B)(4), serial#: (B)(6), batch#: a000119151. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Event description:
It was reported, that patient¿s one of the leads migrated. Resulting, in ineffective therapy. Additionally, the patient also, experienced pain at the ipg site. As such, surgical intervention took place. Wherein the entire system was explanted and replaced with a new system to address the issue. The new ipg was implanted at a new location. Reportedly, adequate therapy was restored post op. Investigation was unable to determine, which of the leads migrated.

Manufacturer narrative:
Corrected data: h6 type of investigation.